Event description:
Boston scientific received information that a patient then got an infection at the site, and the st. Jude lead was removed on (B)(6) 2010 with the device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)